Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, following which the malfunction did not recur. The customer was instructed to call back if the issue reappears and was informed they could continue using the pump. No additional information was received regarding other outcomes of the event.